Event description:
During service by a techniicial, the device failed accuracy test with underdelivery. Per the service shop, the hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the pump failed the accuracy test with a flow value of -7.0% from the desired amount. The specification of this device is +/-5%. A corrective and preventive action has been initiated.